Manufacturer narrative:
The mayfield modified skull clamp (a1059srl) was returned for evaluation: failure analysis - the investigation showed that the unit was returned in good working order, and when properly positioned, no problem was duplicated that would cause a slip. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. When properly positioned, repairs could not duplicate a problem that would cause a slip. The probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that upon placement of the mayfield modified skull clamp (a1059), while attaching it to the jackson table, the physician was manipulating the head to try and create some space between the vertebra where she was going to do the cervical spine procedure. When the patient was in the correct position and the rotational locking mechanism of the skull clamp was in the locked position with arrows aligning, the locking mechanism "slipped" to where the patient's nose was now touching where the starbursts are on the skull clamp. The staff placed the skull clamp back to where it had originally been and the "slip" happened once again. They repositioned once again and no longer needed to manipulate the patient, then continued on the procedure. There was a delay for about 10 minutes as they had to reposition the clamp and double check that everything was ok to proceed. The procedure was completed as planned after taking extra time (10 minutes) to ensure the equipment would stay in position.